Manufacturer narrative:
H.6. Investigation: bd received a used 24 gauge nexiva unit from lot 8291504 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a cut on the catheter tubing above the nose of the winged adapter. The cut appeared to be in a v-shape. This is usually characteristic of a needle spear through. Next, a water/air leak test was performed on the returned unit and leakage was observed coming from this cut. Based off the visual inspection and testing the engineer was able to verify the reported defect. However, since the unit appeared to have been used the engineer was unable to determine if this issue was manufacturing related. A definitive root cause could not be identified.

Event description:
It was reported that during use of the nexiva 24ga 0.75in y w/ cap it was found that base of needle site was leaking fluid, no fluid coming out of the end of cannula. The following information was provided by the initial reporter: when patient cannulated by nurse, the cannula didn¿t work, it was removed with nil harm to the patient. On further examination of the product it was found that base of needle site was leaking fluid, no fluid coming out of the end of cannula.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the nexiva 24ga 0.75in y w/ cap it was found that base of needle site was leaking fluid, no fluid coming out of the end of cannula. The following information was provided by the initial reporter: when patient cannulated by nurse, the cannula didn¿t work, it was removed with nil harm to the patient. On further examination of the product it was found that base of needle site was leaking fluid, no fluid coming out of the end of cannula.